Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the pump motor stall occurred at 14:15 and motor stall recovery occurred at 15:34.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's weight was (B)(6) lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving prialt (10.0 mcg/ml at 2.862 mcg/day) via an implantable pump for spinal pain. A pump interrogation was performed on (B)(6) 2013, revealing a pump motor stall. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2013. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved on (B)(6) 2013. There were no reported symptoms.